Manufacturer narrative:
The cannula was fully deployed and there was no evidence observed of a dislodged or damaged cannula. Adhesive pad had all welds intact and cause of skin irritation could not be determined. There were no damages observed on the formed needle. Blood was observed on the adhesive pad but the cause of bleeding and bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g973u1ueu9ixe1 hardware: sm-g973u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. It was also reported that the pod was leaking insulin and there was also bleeding and irritation at the infusion site. As treatment, a new pod was applied.